Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Device retained at hospital.

Event description:
During a mediport stripping procedure the marker band came off the tip of the device and embolized into the patient's lung. The piece was too small to retrieve so the physician left it in the lung.